Event description:
It was reported the extension line was found separated from the luer hub during use on the patient. No patient harm was reported. A new kit was used to replace the catheter. The patient's condition was reported as fine.

Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported the extension line was found separated from the luer hub during use on the patient. No patient harm was reported. A new kit was used to replace the catheter. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, single-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension line. Visual analysis revealed that the distal extension line was separated, resulting in the luer hub to completely detach from the assembly. Microscopic examination confirmed the separation and revealed that the separation edges were rough and jagged, which is a defect consistent with a known manufacturing issue; however , without the separation luer hub also returned for analysis, it cannot be determined if any portion of the extension line extrusion was still molded within the luer hub. Visual inspection of the separated luer hub could not be performed as it was not returned for analysis. The catheter body length from the juncture hub to the distal tip measured 205mm , which is within the specification limits of 201.5mm-210.5mm per the catheter product drawing. The proximal extension line outer diameter measured 2.20mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion product drawing. The proximal extension line inner diameter at the point of separation measured 1.4478mm, which is within the specification limits of 1.420mm-1.500mm per the distal extension line extrusion product drawing. Functional analysis could not be performed on the returned sample due to the nature of the defect. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated causing the luer hub to completely detach from the assembly. The separated luer hub was not returned for analysis to confirm if there is any portion of the extension line still molded to the luer hub. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined without the separated luer hub also returned. Teleflex will continue to monitor and trend for reports of this nature.